Event description:
It was reported that the patient was experiencing inadequate stimulation and the ipg was no longer holding a charge. The patient was reprogrammed and noted that stimulation changes with posture. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted device was kept by the medical facility.